Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during pulse field ablation (pfa) procedure, a farawave catheter was selected for use. Farawave flushed normally during preparation and before going into the body. Catheter was used to complete ablation including pulmonary vein isolation and posterior wall isolation. Farawave was removed for post map and upon flushing with a syringe, flush lumen was obstructed. Thus, farawave was replaced. Lesion set was expanded near the left inferior pulmonary vein. Procedure was completed with no complications.